Event description:
Patient allegedly received an implant on (B)(6) 2011 due to pe (pulmonary embolism)/ dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging lower back pain, left abdominal pain, pain in groin area, headaches, nausea, sleepless nights, chest pain from anxiety, fear, inability to lift weights or jog due to chest pain, and inability to perform "work duties." Per a report from CT (computed tomography): "ivc is normal in diameter. An ivc filter is in place. The proximal end of the filter is at the level of the l2 vertebral body. Ivc filter is tilted the proximal tip appears to perforate the posterior wall of the ivc, by approximately 2 mm. One strut anteriorly on the left perforate the ivc by approximately 1.3 cm, and appears to extend through the posterior and anterior walls of the third portion of the duodenum. A strut anteriorly on the right perforate the anterior wall of the ivc by approximately 1.4 cm, extending into the duodenum. The posterior struts do not definitively extend through the wall of the ivc."

Manufacturer narrative:
This event was reported by the manufacturer under MDR# 3002808486-2019-01233.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.